Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was on but remained black. Customers blood glucose level was 600 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternative method of insulin delivery.